Event description:
Laser tonsillectomy was performed using the co2 laser with short hand piece. The left side was completed without issue. Near completion of the right side it became apparent that the right buccal mucosa suffered a thermal injury. Inspection of the co2 laser demonstrated a breach/break in the filament approximately 1.5cm from the tip that presumably resulted in excess heat generation.